Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump were harder to push. The customer's blood glucose was unknown. The insulin pump had random no delivery alarm, during prime the insulin pump squirted, insulin pump louder during the rewind screen has the rainbow. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify rewind anomaly, no delivery alarm, missing segments/partial display anomaly and prime/fill anomaly due to buttons not responding. (B)(4).